Manufacturer narrative:
Pump passed the idle current measurement test, run current measurement test, self test, off no power test, unexpected alarm error test, displacement test and rewind test. However, motor error alarm during the basic occlusion test and pump unable to prime during the prime test due to loose/protruded drive support disk. Unable to perform the occlusion test, excessive no delivery test and displacement accuracy test due to motor error alarm and pump unable to prime. Unable to perform the motor test due to pump preservation. Pump received with no battery installed. Pump received with cracked reservoir tube lip, stained end cap sticker, stained back address label, scratched reservoir tube window and minor scratched lcd window. Data analysis: the date of death was not specified. There is no data listed due to pump received without battery installed.

Event description:
It was reported that the customer passed away in an unknown location. The cause of death was unknown, but there was no indication that a medtronic product caused or contributed to the customer's passing. The notifier did not state whether the customer had any illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. It is unknown if the customer was wearing the insulin pump at the time of death. It is unknown if the customer was using sensors. No further information was provided. The pump was returned for analysis. The pump alarmed motor error alarm during the basic occlusion test, and the pump was unable to prime during the prime/a33 test due to loose/protruded drive support disk.

Manufacturer narrative:
Initial report or supplemental report had the incorrect aware date. The correct aware date is (B)(6) 2018.